Event description:
PICC line checked with saline prior to insertion. No leaks found and catheter was inserted. Leaking occurred 1/4" from junction with hub. No problems with insertion. Wire came out cleanly. Removed and second PICC line inserted.